Event description:
It was reported that the patient presented to the emergency room in back-up vvi after receiving inappropriate shocks from her cardiac defibrillator. The shocks were from the post back-up vvi settings. A device download was successfully performed to restore the device to normal settings. The patient was in good condition following the device restoration.